Manufacturer narrative:
Conclusions: bed not repairable.

Event description:
It was reported by service report that the bed would not lay flat. The customer reported that they did not know if there was patient involvement or if there were adverse consequences to report.